Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0716, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2013. Consumer reported that her doctor knew that she was sensitive to metals and generally had very sensitive skin. In the weeks after getting essure she felt intense burning and severe pelvic pain. Eight weeks later, on (B)(6) 2013, she had essure removed via bilateral salpingectomy (the essure coils were pulled out). The right one broke during the procedure but the doctor swore she got all the pieces out. At 6 weeks post-operative, the pain had come back and got worse and worse over the following year. It intensified to the point where her entire body was in pain, her skin, joints, and neck pain accompanied the severe pelvic pain, and the fatigue became so severe that she often could not get out of bed. Multiple visits and manual exams confirmed that her uterus was extremely painful to the touch. She was scheduled for a total vaginal hysterectomy and bilateral salpingectomy. A magnetic resonance imaging performed 2 weeks before surgery confirmed that metal fragments had embedded themselves in the uterine wall. Post hysterectomy the pelvic pain reduced by 80-90%, but the systemic joint pain remained and worsened. In addition, her fatigue was just as bad if not worse, and she started experiencing cognitive symptoms including dizziness, tinnitus, speech problems, slurred speech, severe fatigue, stumbling and other gait problems, and more. A brain and c-spine MRI showed a lesion or tumor in the brain stem as well as multiple hot spots in the brain. She was scheduled for a lumbar puncture on (B)(6) 2015 to confirm or rule out multiple sclerosis. She has stopped working due to these issues was applying for (B)(6). She was mostly bedridden. Product technical complaint (ptc) investigation results received on 15-sep-2015, (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had severe pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to a salpingectomy and the right essure broke during this procedure. Later, a magnetic resonance showed essure metal fragments had embedded themselves in the uterine wall. She was submitted to a hysterectomy. Additionally, a MRI revealed lesion or tumor in her brain stem (multiple hot spots in the brain) and the consumer was scheduled for a lumbar puncture to confirm or rule out multiple sclerosis. These events were considered serious due to their medical importance. Only suspicion of multiple sclerosis and brain lesion/tumor are unlisted according to essure's reference safety information. After essure insertion, pelvic pain may occur. In this case, consumer had pelvic pain weeks after essure insertion. During a salpingectomy the right device broke and pieces were found embedded in uterine wall. Considering events nature and given their positive temporal relationship with essure therapy; causality with the suspect insert cannot be excluded. Regarding the remaining events; considering their pathophysiology and given essure local action in fallopian tubes, causality is considered very unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.